Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is an off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. At around 12 noon, the parent called an ambulance because the patient was experiencing seizures and was sweating a lot. The cgm was reading 50 mg/dl and there was no bg taken. The paramedic arrived few minutes later and they took a bg reading which was 44 mg/dl while the cgm was still 50 mg/dl. The patient was partially conscious, the paramedics treated her with grape syrup. While the patient was transported to the hospital, her cgm increased to 178 mg/dl. When the patient arrived at the hospital, they performed some blood tests, and the bg reading was around 99 mg/dl and the cgm was 216 mg/dl. There was no treatment provided. She was discharged at around 2pm est the same day. When the patient got home, she changed her sensor thinking that it was causing the issue. However, the dexcom was still saying high after changing the sensor. So, the parent took the patient to another hospital (event documented in (B)(4). At the time of the report the patient was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient was experiencing seizures, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the a zone of the parkes error grid. While the patient was transported to the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient arrived at the hospital. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.